Event description:
It was reported the patient was to undergo a system revision on (B)(6) 2019. During the procedure, the newly implanted 3228 lead was inadvertently placed off of the intended mid-line and was flipped instead of the intended flat placement, as verified via x-ray, and the physician repositioned the lead at that time. No additional x-rays were taken at the time of the procedure. By the morning of (B)(6) 2019, the patient reported a loss of sensation and movement in his bilateral legs and was sent for an emergency MRI, where minor pooling was seen. Sensation in the patient¿s right leg returned on (B)(6) 2019, and also for the left leg on the evening of (B)(6) 2019. X-ray of the newly implanted lead on (B)(6) 2019 showed the lead was sitting off midline, and that the lead had flipped. During the programming session on (B)(6) 2019, high impedances were found on several contacts, and low impedances were found on several others. To address these issues, the physician relocated the same lead on (B)(6) 2019, and the lead was then considered to be midline, which resolved the impedance issue. Full sensation of both of the patient¿s legs was confirmed, and the patient is able to walk again. Postoperatively, effective therapy was achieved.